Event description:
It was reported, the patient presented due to shocks from the device. It is unknown if the shocks were appropriate or not and if they were due to a ventricular tachycardia (vt) or supraventricular tachycardia (svt). Technical support was contacted and reprogramming was recommended to resolve the event. The patient was admitted to the hospital and reprogramming was performed to resolve the event. The patient was stable.